Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure occurred in 2005. The lesion was pre-dilated with a 2.5x15mm maverick balloon. The physician then successfully implanted a taxus express2 2.5x20mm drug eluting stent to the distal right coronary artery (rca). Medications prescribed post procedure were those of "a normal angioplasty routine." Plavix was prescribed for 6 months post procedure. No patient injuries or complications were reported. In 2006 the patient presented with chest pain and angiography showed a thrombosis inside the previously placed stent. The physician successfully placed a 2.5x28mm cypher stent for treatment of the thrombosis. No patient injuries or complications were reported. Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available. The cause of the difficulties stated in the complaint could not be determined.